Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed e35. The alarmed was cleared and the insulin pump was rewound. The alarm occured twice and did not pass the self test. The insulin pump will return. The customer's blood glucose is 180 mg/dl.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected e35 alarm anomalies noted.